Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that a dual sign off was performed at 07:00 for the continuous infusion of tpn and lipids. The tpn channel was found to be shut off during handoff. When the pump module was turned back on, the module displayed channel error. The nightshift rn was at bedside at 06:30 for scheduled tylenol administration, all channels were checked and running appropriately at 06:30. The pump module, pcu and both tpn and lipids modules were replaced, and the previous pump set was red tagged and given to the unit manager for further investigation. There was patient involvement but no harm. It was also noted that there the error code 600.6840 was discovered in the event and error reports, however the customer was not sure if that was the correct error code for this event. An additional customer response was received and mentioned that they had completed their investigation and found that the large volume pump module failed testing with a 240.4150 channel error which was related to the reported issue. They replaced both upper and lower pressure sensors and re-tested. All units were found to be within manufacturer¿s specifications for all parameters.

Event description:
It was reported by the customer that a dual sign off was performed at 07:00 for the continuous infusion of tpn and lipids. The tpn channel was found to be shut off during handoff. When the pump module was turned back on, the module displayed channel error. The nightshift rn was at bedside at 06:30 for scheduled tylenol administration, all channels were checked and running appropriately at 06:30. The pump module, pcu and both tpn and lipids modules were replaced, and the previous pump set was red tagged and given to the unit manager for further investigation. There was patient involvement but no harm. It was also noted that there the error code 600.6840 was discovered in the event and error reports, however the customer was not sure if that was the correct error code for this event. An additional customer response was received and mentioned that they had completed their investigation and found that the large volume pump module failed testing with a 240.4150 channel error which was related to the reported issue. They replaced both upper and lower pressure sensors and re-tested. All units were found to be within manufacturer¿s specifications for all parameters.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the device displayed channel error was confirmed based on the review of the error log; however, no further investigation of this issue could be performed because the suspect device was not provided by the facility. A review of the pcu event log, prior to the reported event date, identified an infusion completed on (B)(6) 2025; at 6:28 am on channel c - pump module (sn: (B)(6)), with a primary volume infused (pvi) of 3540.72 ml. On channel c, at 6:28:34 am infusion was paused and 10 seconds later (at 6:28:44 am) the unit was channeled off. Between 7:03 am and 7:05 am on channel b ¿ pump module (sn: (B)(6)) the infusion was restarted, pump alarmed patient side occlusion (3 times), infusion was restarted with a pvi of 803.181 ml. Infusion continued until 7:15 am when the infusion was paused with a pvi of 804.821 ml. At 7:08 am channel c was selected, soft key 11 and soft key 14 were pressed, and an infusion was started with the following parameters: rate: 57 ml/hr, volume to be infused (vtbi): 800 ml and pvi: 3540.72 ml. After 19 seconds (at 7:08:49 am) pump alarmed air in line and door open, door was closed, and infusion was restarted. With a pvi of 3541.02 ml at 7:09 am a channel malfunction alarmed on channel c - sn: (B)(6) (error code 240.4150.0 - sensor broken high failure) and one (1) minute later was removed. The pump module (sn (B)(6)) was replaced for another pump module: channel c - pump module s/n: (B)(6). At 7:11 am channel c was selected, and a guardrails IV fluid infusion was programmed with the following parameters: rate 57 ml/hr and a vtbi: 300 ml. The infusion was started. With a pvi of 0.0 ml at 7:15 am channels were paused, channel b was paused with a pvi of 3.155 ml and channel a was paused with a pvi of 804.821 ml. Both channels were disconnected and removed from the pcu. At 11:16 am the pcu was powered off. A review of the received pcu error logs showed an error code (240.4150.0 ¿ sensor broken high failure) occurred on (B)(6) 2024; at 7:09 am on the suspect pump module (s/n (B)(6)). The cause for the channel error could not be definitively identified; however, the facility reported to have replaced both pressure sensors, retested and the outcome was found to be within manufacturer¿s specifications for all parameters. In addition, another error occurred at 11:17 am (600.6840.5 ¿ cib connect failed) but this was not associated with the reported channel error. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the following for the error code 240.4150: the explanation it¿s a too high voltage on the bottle side pressure sensor, it may be broken. So, the response should be to replace the sensor. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint that the device displayed channel error was unable to be determined based on the review of the logs alone, no devices were returned for this investigation, and no additional event information was provided.